Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump experienced loss of prime that day. The reporter stated that after disconnecting from the pump and re-priming, a second loss of prime warning was emitted on reconnection. The reporter stated that the cartridge was changed and all of the insulin was ejected from the cartridge during the load step; the pump did not recognize the filled cartridge. It was reported that at the time of a cartridge/site/set change this same day, 20 units of insulin was ejected through the tubing during the load step before the patient could remove the cartridge from the pump and a "no cartridge detected" message was emitted. A second attempt was made after rebooting the pump, with the same results. This complaint is being reported due to the alleged load-step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box revealed evidence of no cartridge detected alarms and both zero and non-zero force loss of prime. On testing, rewind, load and prime sequence was not successful due to a 'no cartridge detected' alarm. A force sensor calibration test revealed that the force sensor was out of specification.